Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and palpitations at the device site. The physician decided to explant and replace both the atrial and left ventricular (lv) leads due to them not being in the ideal position. No further patient complications have been reported as a result of this event.